Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed pain at the ipg site. The patient noted the device was near their spine. The device was removed and replaced. There have been no reports of further complications regarding this event and the patient is currently using their new device to find effective pain relief.